Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump went blank during a bolus attempt. The patient's blood glucose at the time of incident is unknown. The customer stated that the screen would flicker or go blank. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that there was a crack on the corner of the battery compartment. She also found cracks on the inside of the casing. The customer was unsure of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.